Event description:
On 06/30/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/09/2015 the report was sent to the initial reporter and the case was closed. Reference MFR # 3005180920-2015-00079.

Event description:
The surgeon noticed on a post-op x-ray the screw which locks the tibial baseplate and poly insert together was loose and starting to back ut into the tibial baseplate. The surgeon decided to remove the screw via a scope. No implants were removed or revised as the doctor felt the implants and the pt's stability would not be compromised by just removing the screw. The surgeon noticed intraoperatively once the screw was removed that the screw was broken. The screw will not be returned for analysis because the surgeon gave the product to the pt per pt's request. Ref MFR 3005180920-2015-00079.